Event description:
The device was used to monitor patient ECG. After several minutes, the device allegedly failed to display the patient's ECG and displayed only dashed lines. The operator changed the patient monitoring cable and ECG monitoring electrodes and restored proper operation. Again, after a few minutes, the device allegedly failed to display the patient's ECG and displayed only dashed lines. There were no adverse affects to the patint reported as a result of the alleged malfunction.